Manufacturer narrative:
No product was returned therefore no investigation could be performed. A device history record (DHR) review could not be performed as no product lot number was provided. If the device is returned the manufacturer will re-open the investigation.

Event description:
Additional information was requested; however, no further information was received.

Event description:
It was reported that a spinal needle broke off in a patient, who then had to undergo emergency surgery to see if they could find the tip of the needle. They had the packaging slip, and the broken part of the needle they retrieved from the patient. The other part of the needle had been discarded prior to their knowledge and not visually located in the sharps container. The sharps container was kept. The lot number was removed from use at the reporting facility, but the lot number was not reported.

Manufacturer narrative:
No information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.